Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently was unable to charge. In addition, it was reported that the bolus history was missing information from recent bolus deliveries. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer, however, a response was no received.